Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('partial hysterectomy/hysterectomy (full),salpingectomy (bilateral') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation with essure/ablation". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, anxiety and depression outcome was unknown. The reporter considered anxiety, depression and medical device removal to be related to essure. The reporter commented: subsequent to the implantation of the essure device, she began to experience various symptoms. Over the next several months, she sought treatment on multiple occasions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: no results provided yes. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: event hysterectomy pt was updated to medical device removal. Insertion and removal dates added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia with regular cycle') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation with essure/ablation". The patient's medical history included excessive menstruation, dysmenorrhea, sterilization and uterine synechiae. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression and menorrhagia to be related to essure. The reporter commented: subsequent to the implantation of the essure device, she began to experience various symptoms. Over the next several months, she sought treatment on multiple occasions. Left fallopian tube:3 coils noted and imaged after placement. Right fallopian tube: device deployed 2 coils seen. Discrepancy noted in date of insertion (B)(6) 2015, and date of removal (B)(6) 2016. (Discrepancy noted as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: no results provided yes. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : menorrhagia with regular cycle. Most recent follow-up information incorporated above includes: on 1-dec-2020: mr received: event: 'medical device removal' was replaced by ' menorrhagia with regular cycle', medical history, reporter information were added. Patient date of birth, rcc were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia with regular cycle') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation with essure/ablation". The patient's medical history included excessive menstruation, dysmenorrhea, sterilization and uterine synechiae. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression and menorrhagia to be related to essure. The reporter commented: subsequent to the implantation of the essure device, she began to experience various symptoms. Over the next several months, she sought treatment on multiple occasions. Left fallopian tube:3 coils noted and imaged after placement. Right fallopian tube: device deployed 2 coils seen. Discrepancy noted in date of insertion (B)(6) 2015, and date of removal (B)(6) 2016. (Discrepancy noted as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: no results provided yes. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : menorrhagia with regular cycle. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("partial hysterectomy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation with essure". In 2015, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced anxiety ("anxious") and depression ("depressed"). Essure was removed in (B)(6) 2016. At the time of the report, the hysterectomy, anxiety and depression outcome was unknown. The reporter considered anxiety, depression and hysterectomy to be related to essure. The reporter commented: subsequent to the implantation of the essure device, she began to experience various symptoms. Over the next several months, she sought treatment on multiple occasions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: no results provided yes. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event: medical device monitoring error was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("partial hysterectomy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). Essure was removed in (B)(6) 2016. At the time of the report, the hysterectomy, anxiety and depression outcome was unknown. The reporter considered anxiety, depression and hysterectomy to be related to essure. The reporter commented: subsequent to the implantation of the essure device, she began to experience various symptoms. Over the next several months, she sought treatment on multiple occasions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: no results provided incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.